Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse45a device was received for analysis with an ecr45d cartridge reload present. The returned cartridge reload was received fully fired and in good visual conditions. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage is consistent with wear that is observed over multiple firings when the user actuates the clamp release without squeezing the closing trigger against the handle. Wear in this area can be reduced by squeezing the closing trigger against the handle, then depressing the clamp release on either side of the device. Maintain pressure on the clamp release and slowly allow the closing trigger to open. No further functional test could be performed due to the condition of the device. However a dry fire was performed and the firing mechanism worked as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that prior to an unknown procedure, after it was fired, the blade would not come back and the jaws would not open. The operator had the blade back by using the reverse button. The operator tried to fire after a reload, but it wouldn't work. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what type of procedure was the device used in? Did the device issue occur during use on a patient (synergy form states before used on patient)? When the second reload ¿wouldn¿t work,¿ did the device lock out and not fire? If no, did the device deliver any staples or a cut line? How was the procedure completed?